Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that vasoview 7 xb product stickers and card were not present in the box. There were no anomalies associated with the actual use of device. No patient affects. No patient info reported. No surgeon associated with the event was reported either.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4).

Event description:
The hospital reported that vasoview 7 xb product stickers and card were not present in the box. There were no anomalies associated with the actual use of device. No patient affects. No patient info reported. No surgeon associated with the event was reported either.